Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received 2 occlusion alarms and seemed to have occurred at the end of a 3 day use or when the cartridge had less than 50 units of insulin. The customer's blood glucose level was not impacted. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the pump. The customer acknowledged the information. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.